Event description:
The customer reported that there was facial paralysis noticed after use of a lf1212 device. There was a burn and parotid necrose of the subclavicular fat; the tissue was damaged. Additional questions have been extended to the site along with requested update on patient's current status. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Additional information received from site: the facial paralysis was treated with corticosteriods. The patient's hospital stay was extended. It is unknown at this time if the facial paralysis will be permanent.

Manufacturer narrative:
(B)(4). Date of initial report : 02/12/2015. Date of follow-up report : 03/04/2015.